Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 29-nov-2018 with the following findings: on investigation, the battery compartment was confirmed to be cracked with evidence of moisture in the battery compartment. Leak testing confirmed moisture ingress into the pump at the site of the battery compartment crack. The pump failed to power on for investigation due to moisture damage inside the pump's interior compartment affecting the printed circuit board. Investigation duplicated the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked and moisture was present. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no allegation of an adverse event associated with this complaint.